Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The pump was received with an intermittent act button response due to the corroded keypad traces. There was no button error alarm during testing. The pump passed the displacement, prime/compromised force sensor system, and excessive no delivery test. There was no excessive no delivery alarm noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that he was getting a button error alarm on the insulin pump. Customer stated that this is his third pump and he's had issues with the button error. Customer removed and reinserted the battery but was still receiving a button error. Customer stated that the pump was giving a no delivery alarm. Customer mentioned that he also had a headache but he has not checked if his blood glucose is high. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.